Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number 03633 three times. The last repair was (B)(6), 2016 where it was reported that the tines were bent and the roller, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6), 2018 revealed that the comb (prongs) and side plates were damaged on the device. The pretests could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4) did not produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2018 which included replacement of the worn bushings, worn side plates, and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb (prongs) and side plates were damaged . It was also noted that the 1.5:1 ratio cutter, serial number (B)(4) did not produce a passing sample mesh and were deemed non-repairable. The root cause of the reported event was due to damaged comb. The issue was resolve with the replacement of the worn bushings, worn side plates, and damaged comb. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the prongs were bent. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was damaged.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the prongs were bent. No adverse events were reported as a result of this malfunction.